Manufacturer narrative:
(B)(4). This report was not confirmed. There was no allegation reported against the baxter product by the customer in this complaint; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The home patient (hp) reportedly changed the programming (prescription) on the homechoice device. The technical service representative advised the hp not to change the programming without permission from the peritoneal dialysis healthcare professional. Based on the information gathered during baxter's investigation, the root cause of this user error was not determined. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related complaint file, the home patient (hp) reported that he changed the program on his homechoice (hc). The technical service representative (tsr) advised the hp not to change the program without permission from the nurse. The hp stated that he always changed it and the doctor was aware. On (B)(6) 2010 product surveillance contacted the hp who stated he has not had any further issue. The hp stated he was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). No further information is available at this time. The home patient (hp) was advised not to program his device. Should any additional information become available, a follow-up report will be submitted.